Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had difficulty being interrogated. Technical services (ts) was contacted and recommended device replacement. Additionally, it was noted that the ICD appeared to have depleted prematurely. This ICD was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.